Event description:
It was reported on march 30, 1999, that the device was initially implanted in a female patient in 1998. It was also reported that the patient encountered urethral erosion with the device and was scheduled to have the device removed. The patient cancelled the procedure and it was reported the patient wants to have the device removed at another facility. The patient was recently admitted to the hospital for a urinary tract infection. No further information was available. Patient's condition is unk. The product was not returned for evaluation. No conclusions can be drawn regarding either the validity or possible root cause for this complaint.